Manufacturer narrative:
The unit was tested by the user facility and no fault was found. The instrument was returned to the MFR and was visually and functionally tested. An infusion protocol was run with no malfunction noted. The internal memory loss were checked and revealed no error codes on the incident date. The pump was put through a keypad test. The dome of the start key failed to make an effective keypress and also the vtbi key displayed some loss of contact. Our investigation revealed that the silver oxide paint used to make the electrical connection in the keypad was worn. The wear pattern in consistent with that of use. The pump also had evidence of being dropped with cracks and dents to the housing and the display was uneven. It was noted by the user that the pump did alarm prior to becoming unresponsive. Keypad wear is an expected fatigue failure for a device of this age. The unit was sent through our service dept for repairs and returned to the user. 220010-1997-13.

Event description:
During surgery the pump shutdown while infusing medications. There was no pt consequence.